Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the procedure completed? Was there any patient consequence as a result of the event? What was the product code and lot/batch number for the stapler used with the 6r45b cartridge? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Affiliate f/u response: I have no further information on this compliant report.

Event description:
It was reported that during an unknown procedure, when the device was fired, the cartridge didn't work well. Staples in the cartridge did not come up and make its normal shape. No adverse event on the patient.